Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the reporter recommended using the same cassette with new supply bag(s) in an attempt to clear the alarm. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after receiving a check lines and bags alarm on a homechoice (hc) device, the reporter changed the supply bag(s) without changing the cassette in an attempt to clear the alarm. The issue occurred during automated peritoneal dialysis (apd) therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.